Event description:
A united states distributor contacted zoll to report that a (B)(6) year old male pt was involved in a car accident on (B)(6) 2015 and was found unresponsive at the scene by ems. Three days later on (B)(6) 2015, the pt passed away in the hospital while not wearing the lifevest. The pt's doctor reviewed the ECG events from (B)(6) 2015 and alleged that around 13:22:09 the pt was in ventricular fibrillation (vf) and that the lifevest should have treated the pt but did not. Upon review of the data surrounding the event, zoll medical affairs determined that the pt was actually not in a sustained ventricular tachyarrhythmia on (B)(6) 2015, and the device did not malfunction. Per zoll medical affairs, the pt appeared to be in bradycardia at 40 bpm around 13:14:16 on (B)(6) 2015. Chest compressions are evident shortly after that at 13:16:16. The front-back (fb) lead shows large scaled noise that is evidence of compression. The side-to-side (ss) lead shows smaller scaled compressions that resemble ventricular tachycardia (vt). This is not vt as it clearly is positioned in time with the fb channel. Later on around 13:23:00, the pt develops a heart block with compressions that are still visible on the fb channel. Later still around 13:52:16, the pt has a background tachycardia visible through significant ECG noise artifact. Episodes of ECG noise artifact are present throughout the sequence. It is likely that the detection algorithm was affected by the significant amount of ECG noise artifact. Finally, immediately prior to the electrode belt being disconnected, the pt was in a narrow complex tachycardia (supraventricular tachycardia) around 14:14:16. The clean signal at the beginning of the recording events is likely before the pt was found at the scene of the crash, as it precedes the compressions. Again, no vt/vf occurs before the compressions start. It appears that the pt had the car accident first, and the arrest came after. Given all of the info surrounding the event, there is no info to reasonably suggest that the lifevest caused or contributed to the pt death.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) and monitor sn (B)(4) are complete. As received, the electrode belt and monitor were fully functional and able to detect and treat. Device manufacture date and usage of device: monitor (B)(4) - 0/2014 (reuse). Electrode belt (B)(4) - 05/2014 (reuse). Review of the data does not indicate any device malfunction related to the pt death. There is no information to reasonably suggest that the device caused or contributed to the pt's death.